Event description:
It was reported that during an unknown procedure, the handpiece didn¿t work properly. Customer cannot provide anymore details about the circumstances in which the issue occured. No patient consequence was reported .

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent the handpiece was received in good physical condition. It was connected to a generator, evaluated with a test instrument and was found to be functional. During testing the phase margin value was recorded out of specification. The device was disassembled to examine the condition of the internal components and it was noted that the hand activation wire had the outer jacket degraded. The moisture indicator was positive and the acoustic isolator was torn. The handpiece has a number of seals to prevent fluids from entering the housing. ¿moisture present¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The damaged nose cone allowed the ingress of moisture. It is probable that the ingress of moisture affected handpiece functionality.